Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event; see also 0002184052-2016-00149.

Event description:
The sales associate reported that the screw was implanted, followed by the rod and locking nut, as per the surgical technique. Once the final tightening of the locking nuts commenced, all locked with the exception of one. The minimal invasive tower was removed and the locking nut was engaged within the screw. With difficulty it was removed and replaced with a new screw and nut, which engaged. Upon closer inspection, the nut and the screw were stripped.

Manufacturer narrative:
The returned screw was examined. The tulip threads were found to be deformed consistent with device usage, and may be the result of cross-threading the closure top into the tulip of the pedicle screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instruction regarding proper device usage and assembly with the closure top.